Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to exhibiting high, out of range pacing impedance (greater than 3,000 ohms), safety switch to unipolar pacing, and rising thresholds. Prior to being explanted, an in-office x-ray image, revealed the visual appearance of the ra lead to be intact. The ra lead was successfully removed, and a new ra lead was implanted. The ra lead was discarded at the facility and will not be returned. Besides surgical intervention, no adverse patient effects were reported.